Event description:
The user received questionable results for magnesium, total bilirubin special, and bilirubin direct. The samples were repeated on the other integra 800 at the site. Of the data for five samples that was provided, the magnesium results for two samples were discrepant. Patient sample 1 initial result was 0.7 mmol/l and the repeat results were 1.5 and 1.6 mmol/l. Patient sample 2 initial result was 0.4 mmol/l and the repeat result was 1.3 mmol/l. The user thought some of the results may have been flagged but was not sure. The incorrect results were not reported. The patients were not affected. The magnesium reagent lot number was 63070501. The field service representative determined the workstations were not adjusted to specification. He removed the workstation and cleaned and lubed it. To verify the analyzer operation, he ran precision testing and performance tests with no issues. He noted there were no issues with total bilirubin special and bilirubin direct when he arrived at the site. He stated it was possible that the issue with these assays was corrected by the user when they changed the probes.